Event description:
The lay user/patient contacted lifescan alleging the meter displays "pc" when not connected to the computer. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The user had three questionable creatinine results from the analytical p-module, (B)(4). Sample 1 initial result was 5.2 mg/dl. The user decided to repeat the result manually on the same instrument because the result was high. The repeat result was 1.6 mg/dl. Sample 2 initial result was 3.4 mg/dl. Manual repeat result was 0.9 mg/dl on same instrument. Sample 3 initial result was 6.0 mg/dl. The user decided to repeat this sample and recovered 2.6 mg/dl. The repeat testing was performed on a 917 analyzer. The questionable results were not reported outside the laboratory. The patients were not affected. The field service representative determined there was a bad reagent. He replaced the reagent and checked the system. To verify the analyzer operation, he ran calibration, quality control and precision testing with acceptable results.

Manufacturer narrative:
As the customer could not provide further data for investigation, a root cause could not be identified. The patients involved were not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.